Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for non obstructive urinary retention. Itwas reported that patient was scheduled for battery and lead replacement with no previous x-rays available prior to review prior to surgery. Upon assessment of x-rays intraoperative, battery and lead present on pt left, and inactive migrated lead on right. Battery explanted, left lead fractured during explant <(><<)>6cm, and right lead not touched during surgery. Surgeon dissected tissue down to sacrum to assist with lead explant. Cause was not determined. The issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0mrwj implanted: (B)(6) 2014 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 18-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.